Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the guidewire could not be inserted into the left ventricular lead/ the lead was not used and another lead was implanted. The patient was stable after the procedure.